Event description:
Facility alleges that a pt was being transferred from the bed to the wheelchair when the sling tilted to one side and popped the safety latch of the sling bar. The pt was still hanging in the sling and the cna was able to complete the transfer. No injuries were reported.

Manufacturer narrative:
Sling bar involved in the alleged incident was replaced on the viking m. MDR is being filed due to possibility of product malfunction.